Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, it was further reported patient was revised on (B)(6) 2013 due to tibial subsidence in poly wear. The tibial bearing, tibial tray and tibial stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces."